Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been having a lot of problems with her reservoirs over the past 24 hours. Customer's blood glucose was 444 mg/dl. Customer stated that the alarm occurred previously and it occurred during manual prime. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Troubleshooting was performed and customer stated that the insulin did exit the tubing. Customer was advised of a possible issue with the infusion set. Customer was advised to return the infusion set. Customer stated that she did a manual injection for high blood glucose.